Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that an urgent phone call was received on 16mar2024 at 1740 that the patient was found down, blue, and unresponsive with the driveline disconnected. The patient's family was able to reconnect the driveline and the patient began to regain color but remained unresponsive when emergency medical services (ems) arrived. They were transported to the hospital where they were intubated and transferred to another hospital. The patient remained intubated and sedated but was able to intermittently follow commands when sedation was decreased. Log files were submitted to confirm the length of time the pump was off and assess any other ongoing concerns. It was noted that the patient suffers from severe dementia and disconnected their driveline for an unknown reason. It was also noted that the patient had a known short to shied with a driveline repair. The log file confirmed a speed drop below the low-speed limit and a pump stop on 16mar2024 between 16:03:47 and 16:09:20. The pump was off for 5 minutes and 33 seconds. There were no other unusual events recorded in the log file event history. The results from the echocardiogram (echo) were submitted later. The echo showed that the left ventricle was a normal size, and the visually estimated ejection fraction was 40-45%. The right ventricle was moderately dilated, and its function was severely reduced. The right ventricular systolic pressure was normal. Due to the patient being ventilated, right atrial pressures could not be estimated using the inferior vena cava. There was a trace mitral regurgitation, mild tricuspid regurgitation, and moderate aortic regurgitation. As expected with a left ventricular assist device, the aortic valve did not open on any beat. Compared to the last study, the right ventricular function was worse, and the aortic regurgitation was about the same. The patient reportedly suffered from cardiac arrest. Complications of the arrest was primarily worsened right ventricular function with other organs unaffected. This initially caused some difficulty to maintain the mean arterial pressure (maps) which was later much improved. The patient also had some hypervolemia with new oxygen requirement that recovered with IV diuretics. Additional treatment was provided with digoxin at the prior to admission (pta) dose and slow up titration of metoprolol if tolerated given worsened right ventricular function. Before the left ventricular assist device (lvad) was implanted, the patient had the tricuspid and mitral valve regurgitations, mild right heart failure, and no aortic regurgitation, the patient was reportedly discharged to their prior living situation with family with continued outpatient support and monitoring. Onset of the dl fracture and repair was reported under MFR# 2916596-2019-00653.

Manufacturer narrative:
Section b1: report type corrected section b2: outcomes corrected section d1, brand name: corrected section d4, catalog number: corrected section d4: UDI number corrected manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed a pump stop due to the driveline being disconnected. Evaluation of the submitted log file confirmed that the driveline was disconnected on 16mar2024 from 16:03:47 ¿ 16:09:20. The driveline was reconnected and the pump resumed operating as intended. The patient remains ongoing on the hm ii lvas, serial number (B)(6) with no further events reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and the hm ii lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the hm ii lvas. The IFU also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. The patient handbook explains all system controller alarms and the proper actions associated with them. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ the patient handbook indicates that the power module should be used for power while the user is indoors relaxing-and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping; otherwise, the alarms may not be heard. No further information was provided. The manufacturer is closing the file on this event.